Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on (B)(6) 2024. The infusion set was in use for less than a day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).